Event description:
The ge oec 9800 fluoroscopy system rebooted during a procedure. It was also noted that a technologist reported seeing a charger failure error message the day before this event.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that there was construction at this facility. The facility power would drop below 108 volts. As a result, the isolation transformer on the system was re-strapped to a lower voltage to avoid system failure due to fluctuating facility power. The staff was also informed to keep system plugged in overnight to assure complete battery capacity during construction and power fluctuations. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.